Event description:
Patient was revised for deep infection, 1 year after the original surgery. Surgeon noticed significant corrosion on the surface of the stem.

Manufacturer narrative:
The complaint details were forwarded to our (B)(4) department who commented: it is difficult to draw any conclusions having not seen either the product or the pictures of the product in question, although what mr (B)(6) may have noticed is some fretting wear that was generated between the implant and the cement mantle. This has been observed on cemented retrievals and replicated in vitro on a competitor¿s cemented stem (ref brown et al. Proceedings of the institution of mechanical engineers, part h: journal of engineering in medicine, 221 (8). Pp. 963-971). It should be noted that the clinical significance of the observation is unknown. Review of etq complaints database for lot number d13040725 did not identify any previous complaints from this batch. Without any more information, no further action could be taken. Should the photographs or products be returned then the complaint may be re-opened for further investigation. The complaint shall be closed with an unjustified conclusion. It shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).